Event description:
It was reported to boston scientific corp in 2008, that a polyflex esophageal stent device migrated when the device was placed for palliation of a malignant esophageal stricture. The physician stated that "the migration did not represent a significant complication." The procedure was completed with this same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unk. The device remains implanted; a device eval cannot be performed. The cause of the reported malfunction is undetermined. The may 2008 15-month polyflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.